Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The customer experienced vomiting prior to her admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure and self test and they passed. The customer mentioned that insulin in the reservoir compartment was noticed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.